Manufacturer narrative:
The case description states that the bolus calculator gave the user a bolus of 25u of a user adjusted bolus although the user thought they were getting 2u. The physical device was received for investigation. The device was able to pair to a pod and functioned properly while testing the bolus calculator. When the calculator suggested 0u of insulin given a bg reading, after clicking confirm bolus, the controller displayed a message "the total bolus is 0 u. No bolus will be delivered". No user adjusted bolus was delivered after this process. The controller also shows the bolus calculations in the history detail with 0u of suggested bolus and 25u user adjustment. Inspection of the log files confirm that the user loaded a bg of 121 mg/dl using the use cgm option and did not enter any carbs. The bolus calculator then suggested a 0u bolus based on this. The bolus record in the log files also confirms the user adjusted volume of 25u. The user and controller then went through the steps to confirm and start the bolus. The bolus calculator was found to function as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical assistance and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the customer sought medical assistance due to the controller's bolus calculator allegedly malfunctioning. Caller reports that she was out to lunch at a restaurant, and she was bolusing for her meal. She states that she entered her bg of 121, and that she entered a carb value (this carb entry did not appear in the history when cps reviewed with this customer). Caller stated that to her recollection it suggested 2 units but in the controller history but it showed, "calculated bolus: 0". After reviewing the bolus calculator screen, the controller said, "total bolus: 0+ your adjustment 25". She states that she bolused as usual because she thought she was getting 2 units. She got up to go to the bathroom and noticed that her pod was still delivering insulin, and she looked at her controller which said "delivering 25 u" at which point she ripped off the pod immediately and went across the street to an ER for care. The patient was treated with glucose via IV and juice.